Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the numbers were ramping or the scroll bar was moving up and down without input from the user. Customer's blood glucose was 125 mg/dl. Troubleshooting did not occur for the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly; however, found corroded keypad traces. No unresponsive buttons noted. No ramping numbers noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.